Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported when he was in the treatment end screen this morning finishing up last night's pd treatment, as he was removing the tubing set he noticed the inside of the cycler door was wet with solution. Per pd patient he believed the cassette was broken. The patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment while a replacement cycler was delivered. Additional follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed there was no issue with overfill and no injury occurred as a result of the reported fluid leak. Per pdrn the patient was trained on performing stat drains and manual peritoneal dialysis therapy if needed and stated the patient was able to complete his treatment using the cycler and had reverted to continuous ambulatory peritoneal dialysis (capd) therapy pending delivery of the replacement cycler, thus no treatments were missed. Per pdrn the patient was requested to come into the clinic as a result of the reported fluid leak and was provided with prophylactic medication as a precaution. The pdrn stated the patient¿s fluid culture results tested negative and no adverse event occurred. A replacement cycler was delivered and the issue was resolved, and the patient was able to continue continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the new cycler without further issue.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation, however the cycler has been confirmed to have insect infestation and is not available for further investigation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed.